Manufacturer narrative:
The insulin pump was received with unresponsive buttons and scrambled display due to moisture damaged on lcd board. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons on the pump are not responding well. Customer was advised to discontinue use of the device and to revert to a backup plan.